Event description:
Medwatch report stated that "after deployment of essure devices by pelvic x-ray, it appeared that only part of device was in left tube." After receipt of this report from FDA, conceptus representatives followed up with the rptr of this event. Conceptus was not contacted by the physician or hosp about this procedure. Risk mgmt noted that physician had not been trained on the essure procedure by a conceptus rep. A second physician who had experience with the essure wasproctoring the physician. During the procedure, physician used at least three devices during placement. It was reported that the uterus or fallopian tubes was perforated two or more times during the procedure. During the required f/u hsg (not an x-ray as reported to medwatch), it was observed that more than one micro-insert was located outside of the pt's fallopian tubes. At least one of the incorrectly placed devices was removed. From the facts relayed to conceptus by the rptr, there is no info indicating that the devices were out of spec or failed to perform as intended.

Manufacturer narrative:
Per the physician's instructions for use (IFU), federal law restricts the sale of essure by order of a physician. Essure should only be used by physicians who are knowledgeable hysteroscopists, have read and understood the info in the IFU and in the physician training manual, and have successfully completed the essure training program. Completion of the essure training program includes preceptoring in essure placement until competency is established. Per the IFU, perforations of the uterus or fallopian tubes were observed in the clinical trials at a rate of 3.4% and 1.1%. The rate of reported perforations in commercial use is significantly lower and is typically not diagnosed until the time of hsg. Most of these pts remain asymptomatic. If tubal or uterine perforation occurs or is suspected, the IFU directs the user to immediately discontinue essure device placement procedure, and work-up the pt for a perforation. Retrieval of perforating micro-inserts, if necessary, requires laparoscopy or other surgical methods.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.